Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
Information received by medtronic indicated that customer reported that the critical block and inverse critical block did not add to zero (pump error 15 alarm)and the motor arm cannot communicate with the main arm (pump error 4 alarm), low battery alert. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
S/w version 2.9 d. Retainer ring = clear. Case type = ngp. Customer returned pump for alleged pump error 15 and pump error 4 found on (B)(6) 2021. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. No pump error 15 and pump error 4 alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 15 on the event date of (B)(6) 2021 at 05:49:48.000 due to a possible software anomaly, alarmed because the inverse check is not interrupt safe. Pump alarmed a pump error 4 on the event date of (B)(6) 2021 at 05:49:46.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked retainer, corroded battery tube, and corroded battery tube spring. Pump error 15 was confirmed in the pump history files and traces due to a software anomaly. Pump error 4 was confirmed as a consequence of pump error 15. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.